Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced an episode of noise which was oversensed leading to pacing inhibition and asystole lasting approximately two seconds. The patient had reportedly been lifting weights at the time of the episode. Several months later, the patient was evaluated and oversensing of the respiratory response trend (rrt) feature signal was noted, resulting in inappropriate mode switching. It was also observed that there had been a spike in pacing impedances on the non boston scientific right atrial (ra) lead that resulted in a measurement greater than 2000 ohms. Boston scientific technical services (ts) provided programming advice to the clinician. No adverse patient effects or additional interventions were reported. This cardiac resynchronization therapy defibrillator (crt-d) remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.